Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and felt hot to the touch. Additionally, it was reported that the pump touchscreen was frozen and an unexpected reset occurred. Customer's blood glucose level ranged between 108-138 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.